Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "found down at home for several hours". The right ventricular (rv) lead exhibited high capture threshold. Per follow up, the patient's blood pressure was low and she was malnourished. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.